Manufacturer narrative:
A device history record review was performed for the subject device: part no.: 314.570, lot no.: 9602161. Manufacturing location: (B)(4). Release to warehouse date: 03.dec.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the returned instrument (part 314.570, lot 9602161, mfg 03. Dec.2015) was inspected at customer quality and the complaint was confirmed. The instrument was returned stripped. Whether this complaint could be replicated is not applicable because the device was returned damaged. A visual inspection, drawing and device history record review were performed as part of this investigation. Investigation methods/ evaluation results. A visual inspection, drawing and device history record review were performed as part of this investigation. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Dimensional analysis was not performed as relevant features are significantly deformed. The instrument was returned with rounding on the tip, consistent with being stripped. Phenolic handle showed slight signs of wear. Drawing was reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No ncr¿s were generated during production. While no definitive root cause could be determined it is possible that the driver was over torqued leading to the deformation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition therefor no further corrective and preventive actions are proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4) used to capture no patient involvement was reported. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two small hexagonal screwdriver, long were found to be worn. Both devices appeared to be stripped. It was further explained that they were tested with 3.5mm cortex screws, and they were slipping as an attempt was made to turn the screws. It was confirmed that there was no procedural involvement; the device malfunctions were found during a routine inspection in central processing. This report is for one (1) small hexagonal screwdriver, long. This is report 2 of 2 for (B)(4).